Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with transient light sensitivity in the right eye post photorefractive keratectomy (prk). The patient is experiencing difficulty with computer work. The patient was seen in follow up one month post prk and reported being "mildly improved" after topical steroid treatment. The patient is using topical tear drops and topical tear gel.